Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mccall, t. Et al (2010). Treatment of large segmental bone defects with reamer - irrigator - aspirator bone graft: technique and case series. Orthop clin n am, 41, 63-73. This report is for an unknown reamer / irrigator / aspirator (ria) system/unknown quantity/unknown lot. The device is an instrument and is not implanted / explanted. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, mccall, t. Et al (2010). Treatment of large segmental bone defects with reamer - irrigator - aspirator bone graft: technique and case series. Orthop clin n am, 41, 63-73. The authors conducted a prospective study between february 2003 and march 2007 to evaluate the efficacy of healing and associated complications in patients with large segmental defects treated with bone graft obtained by synthes device, reamer / irrigator / aspirator (ria) system. Twenty one patients, 13 male and eight female, with an average age of 30.6 years, with segmental bone defects agreed to participate. The defect size ranged from two to 14.5 centimeters (cm); average defect size was 6.6 cm. Eight patients smoked, and 13 did not. There were five femurs, 15 tibias and one ulna treated. An average of 4.8 procedures were performed at the defect site before placement of bone graft. Twenty of the 21 patients were followed to conclusion. Patients were followed clinically and radiographically; one patient was lost to follow-up before complete healing. Results included serious injury of a male patient who sustained a grade 3b tibia fracture with a 10cm defect from a motorcycle accident. The patient had external fixation of his tibia and four incisions and debridements before open reduction and internal fixation with a locked plate (manufacturer not reported). He then required free flap coverage. Ria bone graft procedure was performed three months after injury. Four months after ria, he developed wound dehiscence and drainage requiring surgical debridement with removal of the bone graft. This is report 3 of 3 for (B)(4). This report is for an unknown reamer / irrigator / aspirator (ria) system.